Event description:
It was reported that the 9800 system would not move into place. It was noted that a piece was out of the collimator and the system could not be used. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the high voltage cables, the fluoro function board and the collimator. The system was tested and found to be working as intended and placed back into svc.